Manufacturer narrative:
A field service engineer (fse) was dispatched and found obstruction detector had ruptured membrane and large amount of sst gel in mc was collar. The fse replaced the parts and this resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they noticed fluid that was leaking from the modular chemistries (mc) sample probe on the unicel dxc 600 pro synchron clinical systems. No patients were affected. No injury was reported on this issue.